Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow up when non-sustained rv oversensing due to myopotential oversensing was observed. No programming changes were made at the time and monitoring will continue. The patient did not experience any adverse effects.